Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the blade of the harmonic insert was not damaged; however, the "tephlon" pad was damaged and broken into two pieces. One of the pieces that broke into two pieces had an additional breakage, resulting in missing material. The missing piece was not returned with the insert. Failure analysis concluded that the damage was likely due to mishandling. No other damage was found. This complaint is being reported due to the following conclusions: the tip of the harmonic ace curved shears insert broke during a da vinci thyroidectomy procedure and was retrieved during same procedure without any harm or injury to the patient.

Event description:
It was reported that during a da vinci thyroidectomy procedure, the tip of the harmonic ace curved shears insert broke down. Not the white plastic but the metal part and fell into the patient. Fragment was retrieved during same da vinci procedure. On (B)(4) 2014, intuitive surgical, inc. Obtained additional information from the distributor who indicated that no additional surgical procedure or post-operative tests were required to retrieve the fragment(s). There was no patient injury. The surgeon was trying to dissect a tissue when the insert tip broke. According to the customer, the insert and the I instrument did not collide against another instrument.